Event description:
The fourth and fifth surgical fibers used were replaced at 12,484 joules of use and 4,819joules of use respectively.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, five greenlight surgical fibers needed to be replaced due to malfunction. The first two surgical fibers used were replaced at 30,605 joules and 8,603 joules of use respectively, due to the aiming beam exiting from the tip of the fiber. The third surgical fiber used was replaced at 44,430 joules of use due to detachment of the fiber cap. The fourth and fifth surgical fibers used were replaced at 4,819 joules and 26,049 joules of use respectively, also due to the aiming beam emitting out the tip of the fiber. The procedure was completed using a sixth surgical fiber for 26,049 joules of use. There was no patient injury reported. This report is for the fourth surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Fiber card analysis: lot: 609. Use date: not yet. No procedure data. The fiber card information does not match warranty form information. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.